Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the patient was implanted a durom us acetabular component 48/42 h on the left side on (B)(6) 2007. The patient underwent revision surgery on an unknown date due to unknown reasons.

Manufacturer narrative:
Manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the cmmon clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal dept. Is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes availalbe an updated report will be submitted. Zimmer's reference number of this file is (B)(4).